Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed due to a wire being broken near the connector. The ecgs were non-functional. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.